Manufacturer narrative:
Additional product code: hwc. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that during surgery the surgeon tried to insert the femoral neck screw into the nail. The screw was catching in the insertion hole. The surgeon tried another screw, same size with same outcome. The surgeon switched and used a helical blade. This worked without problem. The surgeon thinks he was doing something wrong, a possible problem might be a bent guidewire. This was disposed of in sharps bin so they are no longer able to check. Concomitant reported parts: 1x unknown guidewire, 1x unknown nail . This complaint involves 3 parts. This report is 3 of 3 for

Event description:
Device report from synthes europe reports an event in great britain as follows: it was reported during a surgical procedure to implant the trochanteric fixation nail (tfn) system on (B)(6) 2018, surgeon was not able to insert the femoral neck screw into the nail, as the screw was catching on the insertion hole. Surgeon then attempted with another screw of the same size but received the same results. Surgeon then opted to use the helical blade instead of the screw. The helical blade was inserted with no problem. Surgery was completed successfully with a delay of approximately 10 minutes. Concomitant devices reported: 12mm 130 degree cannulated tfn nail 440mm-left (456.485s, lot l639325, quantity 1) this report is for one (1) 11.0mm trochanteric fixation nail screw 105mm this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Manufacturing location: monument manufacturing date: 25-sep-2017 expiration date: 01-sep-2027 part #: 04.032.105s, lot#: h451457 (sterile) - 11.0mm ti troch fixation nail screw/105mm - sterile. Quantity 12. Component parts reviewed: 21012 - raw material lot bp-80 lot ¿ h419779. Raw material for titanium received from perryman company. Perryman company certificate of test for titanium ingot.received from alcoa meet specification. Certificate of analysis, and raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process inspection /final inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ h3, h6: customer quality conducted an investigation of the returned device. While no visual evidence of the reported complaint condition of misalignment was provided via radiographic image, the returned screw shows post manufacturing damage in the form of wear /spiral score marks through the gold anodize layer revealing the base metal (titanium aluminum niobium (tan) substrate) which indicates contact with another metallic device during advanced rotations/revolutions. Therefore this complaint is confirmed. But because the remaining devices in the construct used were not returned, the complaint was not able to be replicated at customer quality (cq). No new malfunctions were identified as a result of the investigation. Tabulated product drawing for the family of trochanteric fixation nail screws was reviewed during this investigation. No product design issues or discrepancies were observed. The outside diameter of the returned screw near the distal most post-manufacturing wear/score marks measured ø9.66mm at cq which is within specification of ø9.70mm +/-0.05mm per tabulated product drawing. The outside diameter of the returned screw near the proximal most post-manufacturing wear/score marks measured ø10.82mm at cq which is within specification of ø10.85mm +0.02/-0.03mm per tabulated product drawing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. No product design issues or discrepancies were observed. It is not possible to determine a definitive root cause for this complaint. However, per the complaint description "the surgeon thinks he was doing something wrong, a possible problem might be a bent guidewire. This was disposed of in sharps bin so they are no longer able to check." Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: event description, concomitant devices initial reporter country code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) was submitted without a date. Correct date should have been 2/20/2018 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 12mm 130 degree cannulated tfn nail 440mm-left (456.485s, lot l639325, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.